Event description:
Customer reported a suspected false negative result from cue covid-19 test for home and over the counter (otc) use (cartridge lot 21136h reader sn (B)(4) on 24-mar-2022. On (B)(6) 2022, the customer received a positive covid-19 result using an ihealth home antigen test. On (B)(6) 2022, the customer received a positive covid-19 result using cue covid-19 test for home and over the counter (otc) use at a testing location that uses cue covid-19 tests. The patient had a runny nose and congestion.

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. There were no error codes or error codes for the reported cue negative result. Root cause was undetermined.